Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings investigation conclusions), h11. Due to character restrictions in e1, initial reporter: (B)(6). It was reported that during procedure the cardiosave intra-aortic balloon pump (iabp) catheter failed. The client didn't report any problems with the cardiosave, only with the catheter.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that iabp catheter failed during the procedure. There was no patient harm or injury reported.